Event description:
Related manufacturer reference number: 2017865-2025-1005075. It was reported that a right atrial leadless pacemaker and associated delivery catheter were advanced into the atrium without difficulty. The lp was fixated but needed to be repositioned due to loss of capture and low pacing impedance. Patient then experienced low blood pressure and pain cardiac perforation and tamponade were suspected. Cardiac repair surgery and pericardiocentesis were completed to address the issues. Device was not implanted and patient was recovering.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.